Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. They replaced back-order broken gantry fans. O-arm was up and running. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000531, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. However, they found broken fan fins inside the gantry fans. Removed the broken fan fins. Found gantry motion error 620 after spin stopped. Was not able to reproduce the error. O-arm completed 10 hd spins with no issue. O-arm is up and running. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used during a procedure. It was reported that during the initial 3d spin the imaging made two big noises like something broke off inside the tube. It allowed them to finish the spin and navigate. At the end we attempted to do another 3d spin to see if it happened again. It spun halfway around made a noise again and stopped with the attached error message. It was noticed that the rad tech didn¿t let go of the button. There was no patient impact or impact to the case. The representative went to the site and found the gantry fan fins where broken off inside the fan. He also found a gantry motion error in the logs which could have been why the imaging stopped. He checked connection on motion controller. Restarted the imaging system several times and took 10 hd spins with no issue. The imaging system was up and running. The imaging and navigation procedures were aborted. There was no reported impact on patient outcome.